Event description:
Pump leaks during setup. Tubing primed and loaded into pump. Pump programmed then turned off awaiting procedure. During this time the circuit was observed leaking from the distal end of the tubing set and drips from the IV bag entering the drip chamber. We are returning two pumps complete with IV circuit to hospira for evaluation. We have learned that this same anomaly is occurring at other medical centers but have received no information regarding a solution to the problem.